Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient had been on coumadin and had been taken off of it for another procedure. The patient was not put back coumadin after the procedure. An arteriogram showed a left limb occlusion. The physician felt that coupled with the fact that the patient had no hypogastric artery on the left side is what caused the occlusion. The physician elected to treat the patient. The clot was removed from the limb using a fogarty catheter. The limb was then lined with an endurant 16x10x93 iliac limb and an endurant 16x13x93 iliac limb. A retrograde injection of contrast was then performed and showed a patent artery. An arteriogram was then performed and showed an occlusion at the proximal portion of the left limb. It was noted that the occlusion started at the bifurcation of the main body of the original stent graft. Two endurant 16x16x82 limbs were then placed in both iliac limbs above the bifurcation. After ballooning an arteriogram was done and both limbs were patent. No additional clinical sequelae were reported and the patient is fine.